Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneously elevated bhcg result for one patient sample that did not match the clinical presentation of the patient. The result was reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was repeated on the same unit and lower results in a different gestational category of the assay that was also outside of bhcg assay labeled precision claims was obtained. The sample was collected in a lihep plasma sample tube and processed on an automation line. The customer stated that qc was performing within their established limits on the date of the event. The customer did not provide system check data. During trouble shooting, hotline did address pre-analytical sample handling with this customer and reminded them of the importance of ensuring bhcg test samples are handled appropriately to prevent non-reproducible false positive bhcg results from being generated. On the date of the event, a bec field service engineer (fse) completed a passing high sensitivity system check within instrument specifications. Fse also performed a 20 test replicate precision run using bhcg level 2 qc sample and fse obtained passing results that fell within labeled bhcg precision claims. Fse verified repair per established procedures. Although pre-analytical sample handling issues were discussed with this customer, a definitive root cause for this event has not been determined to date.